Manufacturer narrative:
Additional information: d10, g4, h1 h2, h3, h6 and h10. An event of a valve in valve to replace a "failing" trifecta was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 it was determined that a valve-in-valve procedure was necessary to correct a failing trifecta (serial # (B)(4)) valve that was implanted (B)(6) 2014. On (B)(6) 2020 a valve-in-valve procedure took place due to dyspnea and regurgitation. The patient remained stable throughout the procedure and has been discharged.